Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic and the left ventricular lead exhibited high capture thresholds and loss of capture in certain vectors. A fluoroscopy was performed which revealed that the lead had dislodged. The physician decided to reposition the lead but during the procedure nicked the lead. The lead was successfully explanted and replaced.